Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as it was reported that the complaint device was inflated at 15 atmospheres. The mustang¿ dfu states: inflation in excess of the rated burst pressure may cause the balloon to rupture. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0x40, 75cm mustang balloon catheter was advanced for dilatation. However, on the first inflation at 15 atmospheres, the balloon ruptured. The device was removed from the patient without issue. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.